Event description:
Device history record was reviewed but nothing linked to the reported event was observed. The history data log was reviewed and as there is no reported date, the last infusion was therefore checked: last use on (B)(6) 2022 has many on/off events and very little volume infused or no volume infused. Also, no prime event recorded. Therefore, history data is insufficient to confirm events described in complaint. The reported device was returned to france for investigation. During the visual check of the device, nothing was found. The parameters check was carried out and it was found that all functions previously disabled can be now used. Only parameters selection issue was the cause of reported event. In addition, the control quality was performed to verify the device and all tests performed were compliant. Therefore the reported event is confirmed and the root cause is linked to usability because the prime parameter was not enabled. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "the pump doesn't purge anymore. The patient has not had her entire treatment. The issue is confirmed after a test." Underdose issue. Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.